Event description:
It was reported that during a ptca procedure in a distal, tortuous lad artery, the guide wire would not cross the lesion. Another device was used to complete the procedure. However, upon examination of the device after use, it was noted that there was unraveling at the transition point. No pt injury occurred.